Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the access site bleeding was most likely a lack of vessel recoil onto the impella repositioning sheath attributed to patient condition. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, continuous bleeding was observed from the impella site despite manual pressure, fem stop, new suture and dressing. The resolution for this issue is unknown. It was reported that the patient survived the procedure.